Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer reported that he had overdosed himself on insulin. The customer reported treating with food. No additional information was provided.